Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient was programmed and the discomfort at the lead site has been resolved by surgical intervention.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07286. It was reported one of the patient's leads had migrated and the patient experienced discomfort at the lead site. X-rays were taken and confirmed the lead migration. As a result, the migrated lead was repositioned on (B)(6) 2015. The patient has two leads. Both leads are being reported because it is unknown which lead is the one that migrated.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.